Event description:
A peritoneal dialysis (pd) patient was reported to have been hospitalized due to unspecified body infection. Reportedly, the patient had peritonitis and cloudy effluent "15-20 days earlier". The cause of peritonitis was unknown. Antibiotics treatment for peritonitis was unknown. It was reported that the patient did not recover from the peritonitis. On an unknown date, the patient was discontinued from pd therapy and was shifted to hemodialysis. Same hd was ongoing till death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.